Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received alert 39 when attempting a supply change indicating an insulin shaft encoder failure and was unable to proceed with cartridge loading and tubing fill despite guided troubleshooting, including notification review, dry runs without supplies, multiple fill attempts to 120 units, and retrials with new cartridge and luer connector; the device continued to present the alert and required replacement. Symptoms included hyperglycemia up to 450 mg/dl for approximately two hours due to the user running out of insulin and not reverting to alternative therapy before attempting a supply change. User did not perform ketone testing, no device-driven prolonged high-glucose alerts occurred, and no medical intervention or assistance was required. Outcomes included temporary interruption of pump therapy and transition to backup therapy; there was no hospitalization. Investigation included technical troubleshooting, review of user-reported performance, device replacement logistics, and receipt and inspection of the returned device. Investigation of this case revealed a pump alarm consistent with an insulin delivery mechanism fault localized to the shaft encoder assembly, with persistent inability to complete load and fill sequences confirming a device malfunction. It was concluded that the cause was component failure of the insulin shaft encoder leading to pump malfunction.